Manufacturer narrative:
(B)(4). Date of initial report : (B)(4) 2014. To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, when the device was being used as a grasper the jaws of the device could not be reopened while applied to tissue. The surgeon used another instrument to pry the device from the patient tissue. There was no injury to the patient.